Event description:
Suture fraying. Customer reports that suture was fraying. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.